Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7 mm x 40 mm balloon. The balloon did not appeared to have been previously inflated. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and it was not able to pass the strain relief. The inflation hub was connected to an in-house inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a complete circumferential catheter shaft break was observed at the distal end of the y-hub. The break was examined under magnification (40x) and there was no indication of excessive sanding on the catheter extending out from the y-hub or on the catheter inside the y-hub. The break also appeared to be jagged. It should be noted that when attempting to place the strain relief back on the y-hub the y-hub and catheter completed detached from the each other; this will be considered and incidental finding. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. An attempt was made to inflate the device, and the balloon was unable to fully inflate, as a leak was noted at the strain relief. The strain relief was pulled back and a break was noted to the outer catheter at the y-hub, confirming the investigation for both leak/inflation issues and a circumferential break in the catheter. The break in the catheter shaft caused the balloon to leak and not inflate. However, the definitive root cause for the identified break could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure an alleged leak was found at the inflation hub of the balloon. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure an alleged leak was found at the inflation hub of the balloon. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.